Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain, rsd/causalgia - complex regional pain syndrome, and degenerative disc disease. It was reported that the patient has had their stimulation at the same settings for well over a year. It was noted that adaptive stimulation was on. The patient reported that they recharged their device and after, it was ¿really hitting¿ their ribs. It was reported that the patient was taking deep breaths and the stimulation was really too strong. It was reported that the patient read the manual and was unable to figure out how to turn off the adaptive stimulation. The patient had turned stimulation completely off for the weekend and felt miserable. The patient was able to turn off adaptive stimulation at the time of the call. The patient also mentioned that they have gained some weight. The patient was instructed to make an appointment to have the device checked and possibly reprogrammed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulation was too high, so they turned it "off of automatic to manual" so that they could turn it down. The issue was resolved and further complications are anticipated.